Event description:
Bilateral hip replacement in 1998 and 1999 with a smith nephew prosthesis. There has now been a premature failure of the polyethylene in the acetubular portion of the prosthesis which will necessitate a bilateral hip revision. This is too early for a failure. There is apparently some flaw in the polyethylene.